Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the healing abutment would not seat the implant. Implant had to be removed. Tooth location 19.

Manufacturer narrative:
The reported certain® ep® healing abutment 4.1mm(d) x 6mm(p) x 3mm(h) (itha63) healing abutment was not returned for inspection. No relevant pre-existing conditions were noted on the per. The reported product was located on tooth # 19 (universal) and used for approximately 8 months. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the itha63 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/ CAPA/hhe/d/ie/product holds for the reported product. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged threads) or product ( itha63). Therefore, based on the available information, the functionality of the reported healing collar could not be verified without product return. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.